Event description:
It was further reported that the device was explanted and replaced. During the replacement procedure, the atrial lead was tested and found to exhibit impedances within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. No data available for lead trends, no device diagnostics and no battery voltage available. ??? Showing for sic counter, episode counters and patient information. Appears that initialize data may not have worked.

Event description:
It was further reported that the device once again exhibited diagnostic data corruption. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited diagnostic data corruption. The device was unable to display the battery voltage measurement, sequence counters, pacing percentages, trended data, or episode data. Question mark characters were displayed. The patient stated that they had a recent CT scan. It was also reported that the right atrial (ra) lead exhibited increased pacing impedance to high values. A lead fractured was suspected. It was undetermined if the lead issue was related to the data corruption or if it was an issue with the lead itself. A data initialization was performed and all the data was reprogrammed, but ra lead impedance remained high. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : subsequently, the device was returned and analyzed; the failure disappeared during analysis. Data corruption and noisy telemetry were confirmed however the causes could not be determined because the anomalies disappeared during analysis. The failures were intermittent and then cleared after the battery was disconnected, then the device was fully functional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).